Event description:
It was reported that the insulin pump was not delivering insulin and the caller requested a replacement. It was stated that the customer was in the emergency room with high blood glucose over 500mg/dl, and he was treated with fluids. The customer experienced nausea, dry mouth and excessive thirst. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The nurse stated that the customer arrived to the facility with a reservoir that had no insulin just air in the reservoir. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had scratched lcd window and cracked battery tube threads.